Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Successfully downloaded history files and traces using thus. No unexpected alarms anomaly during testing or in the history files noted. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Motor passed motor test. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case, cracked battery tube threads, stained keypad overlay, cracked case corner of belt clip rail. Pump passed all testing required. No exposed to magnetic field or MRI, device test failed problem found during full functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump was exposed to a strong magnet and hypoglycemia. The customer reported blood glucose value of 50 mg/dl. The event involved product(s) mmt-1884, mmt-332a, unomedical. Troubleshooting was performed and customer was using the auto mode/smartguard feature at the time of the event. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer performed the displacement test for pump. Pump did not pass the test. No further patient complications were reported. The customer will discontinue to use the device and mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical.